Manufacturer narrative:
The device has been returned, however our investigation is still ongoing. When the investigation is completed then a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod. Reported symptoms include dehydration and fatigue. It was also reported that the patient had ketones present (method of measure and values not provided). The patient was treated with fluids and insulin. The patient was released 8 hours later, on the same day.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin.